Event description:
A malfunction alarm was reported during the insulin pumping process, identified as alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the customer with loading a new cartridge, but the problem persisted, prompting a cartridge alarm. As a corrective measure, a replacement pump was arranged, and the customer was informed to use multiple daily injections as a backup therapy. The customer was instructed on how to prepare the malfunctioning pump for return and agreed to send it back within ten days using a pre-paid label provided.